Manufacturer narrative:
H10: depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the small battery drive device and observed that the device was not working. During repair it was observed that the electronic control unit (ecu) was damaged, and the motor and other components were worn. Therefore, the reported condition that when the user tried to start the device by pressing the trigger nothing happened, and when the trigger was released the device would start running was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Concomitant med products and therapy date: battery device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that during a surgical procedure of the fibula it was observed that when the battery device was inserted into the small battery drive (sbd) device, the sbd device would not work. It was reported that when the user tried to start the device by pressing the trigger nothing happened. It was further reported that when the trigger was released the device would start running. It was reported that there was less than a 5-minute delay in the procedure due to the event. It was not reported if there was spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.